Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there was an episode of post-paced t-wave oversensing. Technical support was contacted and reprogramming was recommended. The device will be monitored and no intervention was performed. The patient was stable with no adverse consequences.